Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed and no notable events occurred before issue. There was no reported adverse impact to the customer's blood glucose level. Caller worked with technical support to reset pump, malfunction did not recur after reset, but customer reported prior malfunction that resulted in pump replacement, and technical support advised customer not to continue using current pump and to call back if problem happened again, which caller understood.